Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2021-15736. It was reported the patient stopped using their drg system due to inadequate stimulation. Reprogramming did not resolve the issue. As a result, surgical intervention took place where the entire system was explanted.